Manufacturer narrative:
This report is filed january 21, 2016. The implanted device remains.

Event description:
It was reported the patient had revision surgery (date and reason not reported). Additional information has been requested but has not been made available as of the date of this report, january 21, 2016.

Manufacturer narrative:
Correction: the patient did not undergo revision surgery as previously reported. The implanted device remains. This report is filed june 28, 2016.